Event description:
It was reported that during an oophorectomy procedure they tested two devices that broke during set up and then used a third device that they completed the procedure with. There was no patient contact reported. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.